Event description:
Penumbra neuron catheter used for procedure fractured while in place. Stryker synchro's guidewire used inside of catheter broke off in pt's brain (separate product and medwatch submission). Had to retrieve fragment piece from brain using add'l supplies. Catheter and wire plus packaging returned to purchasing for f/u with MFR.